Event description:
The customer reported the system displayed a "can bus" error message, which will cause a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.